Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16851.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilators power cable was not passing the electrical safety tests. The device was outside of clinical use at the time of the reported event. There was no report of patient or user harm.

Manufacturer narrative:
(B)(6).